Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen on initial interrogation and the pump status and/or event log showed a motor stall and recovery. The patient did not recently have a MRI. It was noted the patient¿s pump was alarming and they went to the hospital on (B)(6) 2018. On the date of this report, it was confirmed the pump stalled and recovered on (B)(6) 2018 and took 12 hours to recover. The doctor confirmed he would bring the patient back in seven days to confirm there were no issues. The patient had been able to do boluses with her personal therapy manager (ptm). Reported symptoms included the patient was very sick and that was why she went to the hospital. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was receiving 10 mg/ml dilaudid at 3.5 mg/day and 750 mcg/ml clonidine at 262 mcg/day. The physician read the pump, verified a motor stall, and decided to replace the pump. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced and the issue was resolved. No further issues were reported or anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicated the device would be returned for analysis. No further complications were reported/anticipated or expected.